Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the false upstream occlusion alarms which was not reproduced. The alarms were confirmed during a review of the event history log. Evaluation replaced the upstream sensor as known contributor.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.